Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Was able to get to the menus beyond the lock screen without any problems.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons was not responding. Customer's blood glucose level was 155 mg/dl. Customer stated that numbers was not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was monitor the time display and the minutes change. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.